Event description:
It was reported that a spectrum iq infusion pump under infused during therapy. The patient started receiving atgam infusion at 122ml/hr at 10:10 am but at 13:40, the dripping stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of under infusion was not reproduced. Review of the event history log was performed on customer's reported event date. A secondary infusion with the reported parameters was ran for approximately 3 hours and 20 minutes until a downstream occlusion alarmed. The user stopped the pump and the infusion was not resumed. No abnormalities that could cause or contribute to the reported problem were observed . A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.